Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and logs showed (25913 c-83/1-89/1-88 errors) confirming the fault occurred in the field. Visual inspection: the unit has no significant scratches or dents. The front bezel is in decent condition. C-83 error occurred after 15 minutes being powering on, power cycled then m-02-3 error occurred start-up) erbe unit that was placed on a system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vision system (vs) had an error when the monopolar was fired for c-83 and 1-89 error. Energy was firing, but the error popped up every time it was fired and performed brief troubleshooting by power cycling erbe and moving monopolar cable to port 2, but error persisted. Technical support engineer (tse) unable to troubleshoot further since customer wanted to continue with procedure. The procedure was completed with no reported injury.